Event description:
Pt implanted in upper and lower vermilion borders 2/5/98. Onset of wound drainage, extrusion and infection 5/29/98. Pt treated with doxycycline on 5/29/98, and cipro on 6/12/98. The implant was revised 6/26/98.